Event description:
A (B)(6) distributor contacted zoll customer support to report that a pt was receiving add gel messages. Electrode belt sn (B)(4) was returned to zoll for eval.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrodes was severed from distribution node. The severed cable caused the add gel messages. The root cause for the severed cable could not be positively identified but was likely physical abuse. No adverse event resulted from the severed electrode belt cable.